Event description:
User reported that the qvm was not showing pco2 measurement. The user tried switching out the cables but this did not resolve the issue. This happened during setup. The suspected fault was immeadiatly obvious prior to use, and there was no patient harm or delay to operation as a result of this issue. This issue was reported to ansm by the hospital.

Manufacturer narrative:
Spectrum medical have requested the return of the device for an investigation.

Manufacturer narrative:
The quantum ventilation unit has been reported lost by being transferred to a 3rd party. No investigation of device reportable. Spectrum medical reprisentative visited the hospital, it was noted that the users seem to be inconsistent with changing water traps (only replacing when the taps were extremely saturated) without return of the device it is not possible to determine root cause. Event initially reported as hospital had reported to ansm.

Event description:
User reported that the qvm was not showing pco2 measurement. The user tried switching out the cables but this did not resolve the issue. This happened during setup. The suspected fault was immeadiatly obvious prior to use, and there was no patient harm or delay to operation as a result of this issue. This issue was reported to ansm by the hospital.